Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a sore on the left side of the chest. It was reported the electrode was digging into the skin causing redness and soreness. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to buy an over-the-counter water-based cream. After applying the cream, the irritation improved.